Event description:
The plastic tip of the trocar separated from the shaft of the trocar during insertion of the device into the patient's abdomen. The procedure was completed successfully, but the surgeon was unable to retrieve the tip.